Manufacturer narrative:
The customer did not supply patient demographics such as date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Performance indicators (qc, calibration, system check) for the system in question were acceptable at and around the time of this event. In conclusion, a definitive cause for this event could not be determined. (B)(4). All mdrs associated with this report are: 2122870-2016-00481, 2122870-2016-00488.

Event description:
The customer reported obtaining non-reproducible and elevated troponin I (access accutni+3) results for two (2) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4). The customer reported that the primary samples were initially processed through the cta (closed tube aliquotter). The customer indicated that repeat results were generated from sample cups processed directly on the access2 section of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). For two (2) patients (designated as patient 1 and patient 2 repeat analysis access accutni+3 recovered lower and within the assay's normal reference range. The elevated accutni+3 results were released from the laboratory. There were reports of hospital admissions for the two patients as a consequence. Patients were released at the time the corrected access accutni+3 reports were issued. The customer was unaware of any further changes to patients' treatment in association with this event. This MDR addresses the non- reproducible access accutni+3 results obtained on (B)(6) 2016 for one patient (designated as patient 2). MDR 2122870-2016-00481 will address the non-reproducible access accutni+3 results and adverse event obtained on (B)(6) 2016 for one patient (designated as patient 1). Calibration, qc (quality control), system check parameters, precision study were all recovering within expected ranges at the time of the event. Qc material processed and analyzed though the cta generated acceptable results. The patient's samples were collected in lithium heparin tubes and centrifuged in a statspin express 4 for three minutes. No samples integrity issues were reported by the customer.